Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 8p13 that has a similar product distributed in the us, list number: 4z21, with 510k k202525.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results for multiple patient samples. The following data was provided (customer is questioning the higher results): on (B)(6) 2026, sample ID: (B)(6): results on (B)(6) with lot: 84077ud00 = 17.0 ng/l and <1.3 ng/l. Patient historical result was <1.3 ng/l. On (B)(6) 2026, sample ID: (B)(6): result on (B)(6) with lot: 84077ud00 = 321.5 ng/l. Result on (B)(6) with lot: 83194ud00 = 7.1 ng/l. On (B)(6) 2026, sample ID: (B)(6): result on (B)(6) with lot: 84077ud00 = 2.8 ng/l. Result on (B)(6) with lot: 83194ud00 = 61.3 ng/l. On (B)(6) 2026, sample ID: (B)(6): result on (B)(6) with lot: 84077ud00 = 5.0 ng/l. Result on (B)(6) with lot: 83194ud00 = 15.4 ng/l. On (B)(6) 2026, sample ID: (B)(6): result on (B)(6) with lot: 84077ud00 = 15.5 ng/l. Result on (B)(6) with lot: 83194ud00 = 24.1 ng/l. On (B)(6) 2026, sample ID: (B)(6): result on (B)(6) with lot: 84077ud00 = 22.6 ng/l. Results on (B)(6) with lot: 83194ud00 = <1.3 ng/l, <1.3 ng/l, and <1.3 ng/l. The discrepant results were reported out of the laboratory for sample ID: (B)(6). It was noted that discharge was delayed due to the discrepant results. No further impact to patient management was reported.